Event description:
According to medical records received from the initial reporter, the patient was admitted to the hospital for replacement of their bjork-shiley spherical disc aortic heart valve due to a paravalvular leak. During surgery, the patient also had their bjork-shiley convexo-concave mitral valve replaced due to moderate pannus. According to the medical records, the patient recovered well from the operation.